Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 300 mcg/ml fentanyl at 60 mcg/day. The reason for use was chronic back pain. It was reported that the patient¿s pump reached empty reservoir on (B)(6) 2018. The patient experienced withdrawal symptoms for a couple days. His pump has been alarming since that time. Today ((B)(6) 2019) he presents for evaluation of his pain and possible restart of therapy. Factors that may have led or contributed to the issue included ¿patient compliance.¿ diagnostics/troubleshooting included interrogation of the device, and they read the logs. The only significant events were the low reservoir and empty pump alarms. Interventions/actions that were taken to resolve the issue included that the pump was programmed to minimum rate mode at this time. No surgical intervention occurred or was planned. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.